Event description:
It was reported that occlusion alarms did not occur right away but started after several hours and then sounded about every hour, and inspection showed damage to the rack pushrod that affected cartridge fit. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, confirmed the shipping address, and instructed customer to place pump in storage mode before returning it.